Manufacturer narrative:
A product sample has been requested; however, it has not yet been received by the MFR. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that unstable irrigation state occurred during a vitreoretinal procedure. The procedure was completed without any consequences to the patient. Additional info has been requested.